Event description:
Note: procedure and event dates are unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "ultraflex precision colonic stent placement for palliation of malignant colonic obstruction: a prospective multicenter study" published in gastrointestinal endoscopy 2007; volume 66 no. 5: 920-927. The following information was derived from this article: an ultraflex precision colonic self-expanding metal stent designed for colorectal use, was used for a stenting procedure of patients with malignant colonic obstruction. According to the article, patient experienced tumor overgrowth below the stent. Patient required balloon dilation and laser therapy. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.